Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the carbohydrates and then delivered too much insulin due to the miscalculation. The customer's blood glucose (bg) level was 47 mg/dl and the bg level was addressed by the customer consuming candy. A follow up with the customer confirmed that the bg level raised to 84 mg/dl.